Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes and no information was obtained to enable a determination of deviation from the instructions for use (IFU). The results of third-party culture tests provided by the user are listed below. Sampling date: unknown. Sampling from: unknown. Colony forming unit (cfu): >1cfu. Bacterial identification: unknown. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: no detection. Bacterial identification: n/a. Sampling from: biopsy channel, suction channel. Cfu: 0cfu. Bacterial identification: n/a. Sampling from: a/w channel. Cfu: 0cfu. Bacterial identification: n/a. During device evaluation found, air/water(a/w)-cylinder and aw-tube had foreign objects. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relation between the subject device and the reported issue could not be identified. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Based on the results of the investigation, since reprocessing steps were unknown and there was no defect in the area where the foreign material remained, the cause of the material remained in the device could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.